Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted the implantable pulse generator (ipg) reached elective replacement indicator (eri). Loss of capture and loss of telemetry were noted. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.